Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID tractip 200 laser fiber was used in a laser lithotripsy procedure for a stone disease performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber connector got extremely hot. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with a different flexiva tractip laser fiber. There were no patient complications reported as a result of this event.